Event description:
In 2009, the lay-user/reporter contacted lifescan alleging an "apply sample" issue with a one touch ultramini meter. The reporter indicated that the alleged issue started a week prior, at an unspecified time. Three hours after the alleged issue began, the reporter claimed that the patient developed symptoms of numbness in his legs, sweating, and not knowing where he was. The reporter mentioned that since the patient could not get a reading for about a week, he had difficulty health wise because he could not read his blood level. At 9:00 pm on the day prior to report, the patient reportedly administered self-treatment by eating food and/or drinking a beverage. At 11:00 pm that same evening, the patient took increased doses of glimepiride and januvia. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.